Manufacturer narrative:
The device was received with both seals intact and in excellent condition. The history log showed no force sensor test error was found in ehl. Power up process, check force sensor calibration verification. Found failed force sensor calibration verification, at 0.00 lbs the force reading is -0.89 lbs and the count is 8 (count should be in the 30s when force is at 0.00 lbs.).force sensor was out of calibration. The root cause was unable to determine, force sensor assembly and both plunger cases were carefully inspected and no physical or any other damaged was found. Pump convert to a loaner after investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device had a force sensor failure test. No patient injury reported.